Event description:
It was reported to the aci sales professional that a male patient underwent a diagnostic coronary catheterization procedure on (B)(6) 2011. Access was obtained at the common femoral artery via a 6f procedural sheath. A pre-procedural femoral angiogram revealed no presence of calcium. Post procedure, the radiology technologist (rt) who is trained to the mynx procedure, used the device to close the access site. It was reported the rt shuttled down and then retracted the sheath to expose the advancer tube, however the advancer tube did not engage. The device was removed and the patient was converted to 15 minutes of manual compression where a successful hemostasis was achieved. The patient was ambulated and discharged with no reported clinical sequela. No further information was provided.

Manufacturer narrative:
Visual inspection of the device showed that the shuttle was engaged to the handle and with the procedural sheath pulled back against the shuttle. The advancer tube and sealant were not returned with the device. The catheter shaft and shuttle cartridge were inspected for presence of adhesive and kinks and no anomalies were found. Based on the provided information, the investigation performed and without return of the advancer tube, the probable cause for the reported failure to deploy could not be conclusively determined. A review of the lhr was not possible as the lot number was not provided. However, product release at aci is contingent upon the successful completion of lot release testing and a documentation review by the quality department.